Manufacturer narrative:
Oti performed a review of the batch production record. The review did not indicate any abnormalities that would have contributed to the false positive result. Lot 6705992 had a batch size of (B)(4) devices, and there were no other complaints associated with this lot. It is unclear how long the consumer was symptomatic prior to taking the first inteliswab test. The consumer also did not provide the name of the pcr test or the CT values of the pcr test. Since oti cannot determine the root cause of the false positive result, this investigation will be closed internally as unconfirmed, and no additional follow up is to be expected. The consumer will receive a replacement test kit.

Event description:
The consumer called orasure technologies, inc. (Oti) on (B)(6) 2024 to report they had received a false positive result while using an inteliswab test from lot 6705992. The consumer stated they tested on sunday, (B)(6) 2024 because they were not feeling well, and received a positive test result. The consumer followed up with their doctor on monday, (B)(6) 2024 and the doctor advised the consumer to go to urgent care. The urgent care facility tested the consumer using another rapid test (brand unknown) and received a negative test result. The urgent care also performed a pcr test, which was negative. The consumer advised they peformed all of the instructions correctly as indicated in the instructions for use. After receiving the negative test results from urgent care, the consumer performed a follow up test on (B)(6) 2024 with the second inteliswab test in their kit. The consumer received a negative result with the second test.